Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3387s-40, lot# va1w20d, implanted: (B)(6) 2019, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the accident was listed as possibly related to the device and/or therapy, however no further information was available detailing the cause or clarification of the issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: asku; product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the patient had an accident with superficial skull trauma on deep brain stimulation (dbs) lead connection point and left parietal region extension cable. The patient was hospitalized on (B)(6) 2019 and treated with oxacillin/gentamicin. Etiology was considered possibly related to the left lead and extension. The event resulted in hospitalization and prolongation of existing hospitalization. The patient was recovering at the time of the report. No further patient symptoms/complications were reported or are anticipated as a result of the event.